Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 102.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 102) was isolated to an open r45 resistor on the computer/analog board. Upon further investigation, the c22 positive lead capacitor on the defibrillator pca board had a broken solder connection. The root cause for the open r45 resistor could not be positively identified. The root cause for the broken solder connection could not be positively identified. There was no adverse event that resulted from the damaged monitor.